Event description:
Material no: 302832, batch no: unknown. It was reported that before use of the bd luer-lok¿ tip syringe the pharma tec noticed an orange/yellow marking around the 5ml line. The following information was provided by the initial reporter: pharma teck noticed an orange/yellow marking around the 5 ml line which is not consistent with the syringe.

Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 302832, batch no: unknown. It was reported that before use of the bd luer-lok¿ tip syringe the pharma tec noticed an orange/yellow marking around the 5ml line. The following information was provided by the initial reporter: pharma teck noticed an orange/yellow marking around the 5 ml line which is not consistent with the syringe.